Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 for the same event. It was reported that four broach adapter devices were not tight and kept popping open when the impactor device was running. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. The device was evaluated and the reported condition that the broach adapter was not tight and popping open when the impactor is running was confirmed. An assessment was performed and it found that the broach adapter did not hold the actis broach securely (loose) and the locking latch unlocked when tested with the impactor (non-functional) was confirmed. The adapter is a pre-design change. It was noted that the design change removed material from two different surfaces to improve the latching mechanism by allowing the leaver to travel further when closing. It was determined that the assignable root cause was due to be improper construction and design. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.